Event description:
It was reported that the main screen was frozen with the error message "wand expired" during the case and that no back-up device was available. It is unknown what was used to complete the procedure, however, no surgical delay or patient injury was reported.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was a relationship between the returned device and the reported incident. Visual inspection of the returned controller found that the warranty seal broken and the saline door handle was broken off. The returned device was tested using a known good compatible wand which was found that the touch screen was non-functional. During the investigation not all values could be tested due to touch screen issue not allowing changes with the settings. The sd card information was downloaded and the information shows the following error/s: error code 1 ¿ wand short the complaint was verified and the root cause was determined to be due to software failure. Factors which can lead to display screen issue include: there could be a software issue causing the unit to malfunction. The cable could have become detached. There could be an issue with the hardware for the display screen such as bad harness cable or bad circuit board. There were no indications to suggest the device did not meet product specifications upon release into distribution.